Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, no ultrasound power was experienced. The system was switched out to complete the case. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The u/s controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on april 8, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to nonconforming u/s controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).